Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there is painful rtka, negative for infection. Tibial component was grossly loose. Broken prosthetic joint implant. Medical records do not specify which device was found broken. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical product: persona stemmed 5-degree tibia catalog # 42532007102 lot # 62962206. Persona ultracongruent (uc) articular surface catalog # 42521200510 lot # 62395574. Nexgen all poly patella catalog # 00597206535 lot # 62766593. Simplex cement catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The event was previously reported on 3007963827-2020-00169. Multiple MDR reports were filled for this event: 0002648920-2020-00326, 0002648920-2020-00327, 0002648920-2020-00328.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain, loosening and implant fracture. Attempt for further information has been made, but no further information has been provided.